Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, gouges and dents were found on the distal end of the device. A likely cause is user-applied mechanical forces. The proximal end is also abraded due to impaction, and laser markings faded.

Event description:
On 01/10/2022 it was reported by a sales representative via sems that an ar-9233 constant cement and human tissue stuck in grooves on items despite multiple runs through spd.